Event description:
The customer called with a complaint that patient is getting erratic readings. For example, patient had a blood glucose of 47 mg/dl followed by 157 mg/dl. The differences in these readings, if acted upon, could be clinically significant. During the trouble shooting process, it was learned that the customer has been using excel off brand reagent strips. The customer was informed that bayer does not provide or support the use of off brand reagent. Follow-up testing of the meter indicated that the electronics of the unit are functioning within specification. The customer has been invited to contact company's 24/7 customer service line should any problems or questions arise. This complaint is considered closed for purposes of MDR.